Event description:
It was reported that patient presented into the emergency room feeling nauseous. The lead exhibited high pacing lead impedance measurements. The patient will continue to be monitored.

Event description:
New information received states that the lead was capped and replaced due to oversensing. The patient condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received that prior to the lead being capped, noise and lead fracture were suspected.